Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that on (B)(6) 2020 the patient was seen by their managing physician and she complained about irritation around the pocket site. Upon examination it was determined that the pump was eroding through the skin. The patient was referred to the neurosurgeon. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the neurosurgeon examined the patient and decided that the pump needed to come out. The actions and interventions taken to resolve the issue was the pump was explanted on (B)(6) 2020 as well as the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.